Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A female with hypertension and cardiac disease and calcification at the ipsilateral landing zone, underwent aaa repair in 2008. One main body, two iliac leg grafts, and one main body extension were placed. The procedure went as labeled. However, proximal and ipsilateral type I endoleaks were confirmed. Endoleak disappeared by placing the main body extension at the proximal landing zone. An additional iliac leg graft was placed at the distal site. A small endoleak remained, but the physician elected to observe the leak. When the additional leg graft was used, a blood leakage of 940cc occurred (see also 1820334-2008-00398) in the iliac delivery system's hemostatic valve. The patient underwent a blood transfusion and patient's condition was clear after that.